Manufacturer narrative:
Section h10: (h3) the pain reported was likely the result of aseptic (non-infected) loosening, which could damage the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation. Section(s): no information provided: a2, a3, a4, a5, b6, b7, d4, d6, d7, d11, e3, g5, g8, h4 section h11: corrections made in the following section(s): (g4) initial awareness date in initial submission should have been (B)(6) 2019.

Manufacturer narrative:
Pending evaluation.

Event description:
Vantage patient presents pain that surgeon thinks indicates loosening of the tibial component. Revision surgery has not occurred yet.